Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no evidence of ¿load step malfunction¿ is observed in the black box, multiple persistent ¿cs064-0001¿alarms are observed on the reported failure date. Pump powers ¿on¿ and displays ¿verify¿ screen. The piston was unable to perform any movement, unable to complete ¿ez-prime¿ steps. Unable to take force sensor calibration reading and adequately investigate reported ¿load step malfunction". Pump was opened and inspected, no defect was found to the force sensor circuit. Printed circuit board inspection confirms an opened motor flex/connector trace. The motor flex was securely reinserted, pump was able to pass ¿ez-prime¿ steps correctly, no defect was found to the motor assembly. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.